Manufacturer narrative:
(B)(4). At this time, the device and lead will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Interrogation of the device revealed a shock impedance measurement of zero ohms. Attempts to recreate an out of range measurement were unsuccessful and measurements remained stable in the 60 - 70 ohm range. No adverse patient effects were reported.